Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a spinal fusion for post-plif purulent spondylitis on (B)(6) 2023. During temporary fixation for the set screw using the set screw inserter, the tip of the inserter was broken and was separated. Therefore, the broken tip was removed and replaced with a new set screw. The surgery was completed successfully within 30 minutes delay. The patient was reported to be stable. No further information is available. This report involves one viper 2 system set screw inserter, self-retaining. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. A review of the receiving inspection (ri) for viper2 x25 set screw inserter was conducted identifying that lot number ag2098454 was released in 01 batch. Batch1: lot qty of (B)(4) were released on 06 mar 2012 with no discrepancies. Supplier: (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial, a follow-up will be filed as appropriate.